Manufacturer narrative:
Patient/family was the initial reporter, so personal information was not entered.

Event description:
A (B)(6) customer initially called because her blood glucose readings were higher than normal. The complaint did not meet criteria to be reported. During the call, when the readings were viewed in memory, she noted there were only 8 readings. She stated she should have approximately 700 readings in the meter memory, no adverse event was alleged. The customer was advised to return the meter for evaluation. A new meter was sent to her.